Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced erosion in the lower abdomen and presented with herniated balloon. It was detailed that the device is unrelated to the erosion, and the balloon migrated from the space of retzius to the superficial, midline, lower abdomen. A surgical procedure was performed during which the existing balloon was removed and replaced. No further patient complications were reported.